Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that she was unable to change the code number on her onetouch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient three days later and obtained the following information. The patient reported that the alleged issue began at 5:00am on four days prior to original date. As a result of the issue, the patient claimed she did not test her blood glucose; however, took her oral medication (metformin) and then ate breakfast as usual. At approximately 11:00am that morning, the patient reported that she developed a headache and began to feel shaky and lightheaded. At the onset of symptoms, the patient stated that she tested with her neighbor's meter and obtained a reading of "80 mg/dl." In response to the symptoms, the patient reported that she treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the alleged issue was resolved. The patient reported that her spouse was able to change the code number on the meter on original date. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.